Manufacturer narrative:
The reported observation of impedance issues on contact #11 was confirmed when referencing the lead model 3228 that was returned. Electrical resistance testing and a high-resolution visual inspection confirmed the root cause of the observation was due to wire damage at the electrode within the paddle assembly. The associated ipg diagnostic logs showed electrode #11 measured high impedances during use.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-00842], it was discovered that the lead had a high impedance. As a result, surgical intervention was undertaken on wherein the lead was also replaced to address the issue.